Event description:
It was reported that a nurse witnessed a patient who went into ventricular tachycardia (vtach) but the monitor technician noted that there was no alarm or ECG printout. The event was noticed immediately and there was no reported patient injury. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
The serial number of the device is unknown. H4: the device manufacture date is unknown.